Event description:
It was reported by service report that the jack will not pump up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly, set screw, connecting link.